Event description:
The pt had incurred a massive infection from a work related injury. He came into the hosp on 8/21/98 was given meds and sent home. He came in for his next dose of meds on saturday, 8/22/98. The line was irrigated and leakage occurred at the hand. The dressing was removed intact and the tip of the catheter was missing. X-rays were performed and the catheter piece was not located, he was sent home. On sunday he returned to the hosp, additional x-rays were performed. The hand was positioned differently this time and the piece was located. He was sent to surgery and the catheter was retrieved.